Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional information requested, including patient's demographics, but was not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse went to hook patient up to intravenous tubing, when connecting tubing the cap of tubing fell off leaving intravenous tubing on patient bedside while cap was connected to patient still." There was no patient impact. An incomplete date of event of (B)(6) 2020 was provided.

Manufacturer narrative:
Correction on initial report: b.5. Additional; information provided: g.3.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse went to hook patient up to intravenous tubing, when connecting tubing the cap of tubing fell off leaving intravenous tubing on patient bedside while cap was connected to patient still." There was no patient impact.